Manufacturer narrative:
We were unable to review the device history record since the lot number of the device involved in this reported incident was not provided. Additionally, the device was not returned to kimberly-clark for analysis. A root cause for this reported event has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from france, stating, "the anchor enters in the wall stomach and cause an abscess." No additional information is available. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).